Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received fifty-nine inappropriate shocks. It was noted that the emergency department physician witnessed shocks without arrythmia. An interrogation revealed that the right ventricular (rv) lead exhibited high and undefined pacing impedances which triggered a lead impedance alert, a rv lead noise warning alert was triggered, and a lead integrity alert was triggered. A lead fracture was confirmed. A magnet was "place" over the device until the company representative could arrive. The rv lead was later capped and replaced. No further patient complications have been reported as a result of this event.